Event description:
Pt reports lowering veletri pump rate to 66ml/24hours at last consult, but immediately had shortness of breath; date unknown. Md told pt to go back up to 71ml/24hours which is where they will remain. Pt also reports having had a cassette issue with both pumps where they alarmed 'no disposable'. Pt was unable to get pumps to run so they mixed a new cassette, which resolved issue. Pump is currently working fine. Pt reports having had cassette issues in the last 6 months. Pt did not have cassette lot number and only had serial number (B)(4) of one pump. No side effects reported. No changes to IV line. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available for investigation? No; did we [MFR] replace the device? No; did the pt have a backup device they were able to switch to? Yes. Did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.